Event description:
The facility reported to baxter (B)(4) a colleague infusion pump with a failure code 804:26. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 804:26 was confirmed in the pump's event history but not duplicated during product evaluation. This failure code is not attributed to a hardware defect and is not reproduced after cycling the power to the pump. The assignable cause was software failure; no repair was necessary for the reported condition. Additional information: this device is a p1.5 colleague pump with a user interface module software version of 5.09.92.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.